Manufacturer narrative:
(B)(4).

Event description:
It was reported that following generator and lead replacement surgery (captured in manufacturer report #1644487-2015-05156), the vns patient began experiencing vocal issues. The patient was evaluated by ent and diagnosed with left vocal cord paralysis. It was noted that the left vocal cord was being well compensated by the right vocal cord and that the patient's voice had been getting stronger. No interventions were taken. The vocal issues were not occurring with stimulation and device diagnostics showed normal device function.